Manufacturer narrative:
Patient's weight was reported to be around (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the second portion of the duodenum to the pyloris, of a patient with pancreatic cancer, on (B)(6), 2011. According to the complainant, the patient had a pancreatic lesion that was eroding into the third portion of the duodenum. The anatomy was somewhat tortuous. Post stent deployment, the physician experienced difficulties removing the delivery catheter from the stent. It was reported that the stent was fully expanded; however the delivery catheter caught on the stent wire, and pulled the wire through the stent. As a result, the proximal end of the stent was slightly pursed down. The stent remained in the intended position, and the physician is comfortable leaving the stent as is, and no intervention is planned. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.